Event description:
Hospital cannulated patient at 6pm (B)(6), 2012 for ECMO treatment, observed in the cath lab. Central lines, 13fr inserted easily with guide wire under x-ray guidance into ivc. Eighteen hours later an atrial perforation was noted at the junction of the ivc and atrium. Customer did not believe that there was a change in the position of the cannula; therefore, the cause of the perforation could not be determined. Patient was changed from venous to venous (vv) to venous to atrial (va) ECMO. Patient is now off ECMO and has been discharged from the hospital. The cannula was not saved for evaluation. No other problems were reported with catheter functionality or use. Customer has received two cannula from different lots (091046724024, 100216727005). It is not known which cannula was involved in the perforation.

Manufacturer narrative:
Distributor has requested additional information about the event from the healthcare provider. No additional information has been provided. There have been no other complaints from the two potential lots reported. Review of manufacturing records associated with these two lots found no discrepancies. Without further information, it is not possible to further evaluate this complaint.